Event description:
It was reported via repair work order that the siderail drops quickly when lowered due to a damaged assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.